Event description:
The plaintiff's attorney alleged that the decedent suffering with renal disease expired on or about (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR #1225714-2014-03540 and 03541.